Event description:
Customer's son reported customer was hospitalized due to diabetes ketoacidosis. Blood glucose at the time of admission was 500 mg/dl. Customer stated they have a back up plan and was treated with insulin drip. Customer's blood glucose at the time of call was 165 mg/dl. Troubleshooting was performed and found that there was no leak; basal rates and bolus wizard settings are correct. Assisted customer with pressure test and passed. Advised customer to change the sensor site, reservoir and infusion set every two to three day and treat according to doctor's instructions. No other information ws reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge